Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a week prior to contacting lfs. The patient manages her diabetes through insulin pump therapy. Prior to the start of the alleged issue, the patient reportedly was experiencing high blood glucose symptoms of nausea, thirst, vomiting, urination and had a metallic taste in her mouth. The patient reportedly obtained blood glucose results of "high mg/dl" (over 600 mg/dl) with the subject meter all day long which she confirmed correlated with her symptoms. The patient tried to treat herself with 10 units humalog insulin (maximum amount the insulin pump would allow); however, her blood glucose continued to remain elevated. The patient did not recall results obtained with the subject meter prior to her reported symptoms. Due to her symptoms, the patient was taken to the emergency room (ER) and also obtained a "high" blood glucose result on the ER meter. The patient was diagnosed with diabetic ketoacidosis (dka) and administered intravenous (IV) fluids with insulin (type not specified) as treatment. The patient was reportedly kept overnight at the hospital. Once the patient's blood glucose was "stabilized". The patient obtained a blood glucose result of "84 mg/dl" with the subject meter and "124 mg/dl" on the hospital meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied developing symptoms or receiving medical treatment at the time of the meter comparisons. Later, the patient reportedly obtained a blood glucose result of "185 mg/dl" with a laboratory device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Although the patient received medical intervention by a health care professional (hcp), there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms and treatment occurred before the alleged issue first began. At that time, the patient's symptoms and treatment correlated with the reported lfs meter results. However, this complaint is being reported because a comparison between the subject meter versus another meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.